Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the css coordinator that the pt expired. The cause of expiration was noted as sepsis and stroke; confirmed by autopsy. No alarms were noted at the time of the event. Approximately 23 days later info was received indicating that the autopsy report will not be provided to the MFR.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.